Event description:
It was reported that battery has been found to be below the power level required despite following proper battery management.

Manufacturer narrative:
The autopulse nimh battery (sn (B)(4)) involve in the event was returned to zoll medical corporation on (B)(6) 2012 and was analyzed. Visual inspection of the battery showed no damages. Reported problem was not confirmed. The battery passed the minimum power requirement on 1300 watts. The output power was 1398.0 watts. No adverse event was reported.